Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic non-patient patient came for routine follow-up, several noise reversion events were observed. Review of egms noted that the noise was detected when premature ventricular contraction occurs. Programming changes will be done during patient¿s next follow-up.